Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator inadvertently connected the patient for treatment while still in prime mode of a routine hemodialysis treatment. Upon contact with technical support, coagulation of the patient's blood had occurred preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge; however, it was learned through follow up that the cartridge had been discarded. The reported blood loss is attributed to user error as the operator inadvertently connected the patient while still in prime. There is no evidence of a device malfunction. The user's guide provides adequate instructions for connecting the patient once priming of the circuit is completed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training. Nxstage medical considers this report closed. No additional information will be provided.